Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevators. All three show signs of heavy use including heavy marking and scratching on the elevator surfaces. The tips of all three elevators have fractured. The three fractured tips were not returned. The complaints are confirmed for all three elevators. A determination cannot be made as to what caused the elevators to fracture. DHR review was not performed as product has approximate field age of 22 years for part lot combination and an unknown number of uses. The devices show signs of repeated use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that the instrument tips fractured. There was no patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: year 2022. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.